Manufacturer narrative:
Section a2, a4, a5 (ethnicity): unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's right eye. Upon insertion, the lens had to be cut out and replaced. The doctor noticed that the haptic was broken once the pre-loaded lens was placed in the eye. A back up lens was utilized with no further complications. It was noted that the back-up lens used has the same model and diopter size as the suspect iol. There was no incision enlargement, no vitrectomy, no sutures done. No patient post-op injury. The suspect iol was discarded. No other information was provided.